Event description:
It was reported that follow up x-rays revealed the patient has a broken rod. The patient is symptomatic and additional surgery is planned to remove or replace the construct.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation.